Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent, the fiber cone has corrosion, video cable is not reassembled, and the transmission is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the causes of customer allegation were determined as the outer tube has a dent, the fiber cone has corrosion and therefore the video cable is not reassembled, and the transmission is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope exhibited poor light. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.